Manufacturer narrative:
G3, h2, h3, and h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. Nothing was identified visually that contributed to the reported problem. Screenshots of the case were provided and confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. The change of tibia resection depths from the original tibia point collection to the tibia point collection after the tibia¿s bone model generation error was also confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation determined that no further medical assessment is warranted at this time. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. The change in resection depths is expected behavior of the software. Due to the tibial surface having been changed twice, the surface would have been recomputed differently, resulting in a change in tibial resection depth. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. This situation is captured in the risk assessment released at the time of the complaint. As part of corrective actions, the tibia bone model generation error issue has been corrected and released in cori-v1.4.3 software.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cori xr procedure the system prompted to add more tibia bone model points because it was unable to generate a bone model when surgeon went to cut the tibia. The surgeon added a few points, went forward and was able to cut with no issues. However, when surgeon went from tibia bone cutting screen back to the plan to change the placement on the tibia the surgeon noticed the original sizing of the component was now looking extremely undersized on the planning screen. The tibial resection numbers changed from 11 mm on the lateral side to 9.5 mm. They were unsure and decided to change to manual procedure. The patient care was not compromised. Delay reported less than 30 minutes.